Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with information stating the patient was deceased. Information identified in the paperwork indicated the patient died approximately 7 months post implant of the ICD system. Information provided in the paperwork stated the patient had diarrhea for 2 weeks prior to death and the patient was very depressed. The patient was last seen 2 days prior to death. A police officer entered the patient's home and found the decedent on the floor in full rigor mortis. It was also reported that the patient's daughter noted the patient suffered from extreme depression and had been refusing to eat. A cause of death was requested, but not received.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1559-65, st jude lead, implanted (B)(6) 2000. (B)(4).